Event description:
Suspected deflation of saline implant. Unknown if initial use.

Event description:
Deflation of left saline implant. Due to insufficient tissue, saline implants were deemed unsuitable and bilateral explantation with replacement with gel implants was performed. Unknown if initial use.